Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of historical performance of reagent lot 23430ui00 was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 23430ui00 did not show any potential non-conformance's, or deviations. Labelling was reviewed and found to adequately address the issue under review. Historical performance in the field using world wide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 23430ui00 was identified. Patient identifiers sids (B)(6).

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result on an emergency room patient. Results provided: 21mar2021 7:43 pm sid (B)(6): 453.2 ng/l; new sample on 21mar2021 9:55 pm sid (B)(6): 3.5 ng/l. These two samples were repeated: 21mar2021 sid (B)(6): 2.2 ng/l; 21mar2021 sid 2484309 = 4.6 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Correction to lot# on previous submission in h10: the complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of historical performance of reagent lot 24129ud00 was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 24129ud00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Historical performance in the field using world wide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 24129ud00 was identified.